Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that air bubbles were present in reservoir. Blood glucose was unknown. Size of the air bubbles were unknown. Customer also reported that when filled the insulin in reservoir needles won't always fully penetrate the rubber top of the vial. The product will not be returned for analysis.